Event description:
The patient contacted lfs alleging that her fasttake meter would not power on. The patient experienced symptoms of headache. She did not attempt to test with the reported meter and took insulin. She contacted her medical professional for advice. No information was provided regarding any treatment provided to the patient. The customer service representative confirmed that the reported meter would not power on with pressing the power button. The csr verified that the test strips were correct, the batteries were correctly installed, the batteries had been replaced less than one year ago, and the battery contacts were in good condition. The patient did not allege harm. She did not experience injury or medical intervention due to the meter. Based on the troubleshooting conducted by the csr, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced.

Manufacturer narrative:
Information not provided. Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.